Event description:
(B)(4).

Manufacturer narrative:
The stim boards were replaced in the jb-116b s/n (B)(4) amplifier unit which are accessories of the mee-1000. Returned the repaired units to the customer. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward. An unreported field correction was conducted following this incident. As part of the retrospective review this correction will re reported to FDA.